Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink burr catheter device. The handshake connection, sheath, coil, and burr were microscopically and visually inspected. The handshake connection was received inside the housing and would not retract. The sheath was torn/separated 26cm from the strain relief. The distal portion of the sheath was pulled down to 37cm from the strain relief and wasn¿t able to be move and the coil was stretched at the location of the separation. The torn/separated ends of the sheath are consistent with damage caused by the hemostasis valve being over tightened. The housing was dismantled, to check the handshake connection and for additional damage. Visual inspection revealed that the handshake connection was stuck in the sheath but no there was no damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the sheath of the burr was torn and saline leaked. The target lesion was located in the proximal left anterior descending (lad) artery. A 1.50mm rotalink¿ burr was selected for use. During the procedure, the burr speed was at 175,000 rpm and a deceleration of the speed, about 15,000rpm, was noted. The burr was then removed; however, it was further noted that the rota cocktail was dripping from an estimated 1cm split in sheath of the burr. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sheath of the burr was torn and saline leaked. The target lesion was located in the proximal left anterior descending (lad) artery. A 1.50mm rotalink¿ burr was selected for use. During the procedure, the burr speed was at 175,000 rpm and a deceleration of the speed, about 15,000rpm, was noted. The burr was then removed; however, it was further noted that the rota cocktail was dripping from an estimated 1cm split in sheath of the burr. The procedure was completed with this device. No patient complications were reported.